Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign - (B)(6). UDI - (B)(4). Technical review and physical evaluation: on (B)(6) 2019, it was reported from (B)(6) hospital that the pulsavac plus wound debridement system hip kit does not absorb water. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. Probable cause/root cause: the root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended. Complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that during surgery the device disassembled and failed the first time it was used. The device did not absorb water for wound debridement. There was no harm and no delays.